Event description:
It was reported that the pk dissecting forceps instrument cable was noted to be in a loop during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis found there were no loose or derailed cables at the distal end. Failure analysis observed that the pitch cable was broken at the distal end. The pitch down and up cables were broken at the distal clevis hub. The broken cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found.